Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Subsequently, the pump shut down. As a result, the customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. The customer reverted to an alternate method of insulin therapy.